Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lens, lifted dso seal, scratched/contaminated dso sensor, and latch lock handle was flimsy/not able to close. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the latch lock was the root cause and was replaced. Additionally, the dso sensor/bezel/seal, lcd lens, keypad, overlay, rear label, latch lock and latch handle were replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an error for cassette latch inoperable. The fault occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement, and no patient harm.